Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.07mm x 1.94mm in size. The instrument was found to have a detached fragment. The fragment broken off from the tube adapter. The detached fragment was not returned.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure there was a broken tip on the monopolar curved scissors (mcs) instrument. The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified prior to the start of the procedure. No fragment fell into the patient. There was no patient injury.